Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery is planned for patient with a total knee implant due to instability.